Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there were "system fault 41781" messages. Functional tests were performed and the pump passed all the tests. The cause of the issue was unable to be determined. The error code was cleared and the software was re-installed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 41781. There was no patient involvement.